Event description:
The or staff report there was a patient in the or for chest re-exploration. As the chest was opened, the patient converted to ventricular fibrillation. Internal chest paddles were connected to the machine and they would not fire. The doctor tried multiple times and the paddles would never fire. The paddles were replaced and still could not get a new set to fire. The defibrillator machine was replaced with another philips heartstart xl and finally able to get a charge across the heart using the second set of paddles. There was no delay in maintaining perfusion as the patient was intubated and maintaining blood pressure with anesthesia assistance. The surgeon was massaging the heart for "maybe two minutes" until the defibrillator worked and was able to proceed. The unit and paddles were removed from service and sent to clinical engineering. The unit and paddles will not be placed back into service. The patient had successful surgery with bleeding of heart stopped and was sent to ICU/cvcu. He was then weaned from the vent and was maintaining good hemostasis as well as being alert and oriented. The patient continued to do well and was discharged home. The defibrillator and both sets of internal paddles were tested in biomed per manufacturer and passed. No error messages were noted on the error log of the defibrillator and there was never a message displayed that the internal paddles were not connected.